Event description:
It was reported that after external defibrillation, possible high voltage lead issue message was displayed. It was suspected that external defibrillation may have been delivered at a crucial moment that caused device to inappropriately trigger. Externalized conductors were observed under fluoroscopy. Upon interrogation, low hv and pacing lead impedance were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the lead tip measuring 53.0cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 9.0-11.3cm from the tip electrode. Internal insulation abrasion was noted at 10.7-11.2cm and 18.5-19.5cm from the tip electrode. The etfe coating was intact at these locations. External insulation abrasion was noted at 45.3-46.0cm from the tip electrode, consistent with lead friction to the ICD can. One rv conductor etfe coating was abraded and the conductor was melted at this location. This is consistent with the observation from the field of low hv lead impedance.